Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of around 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.